Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was de-cased in error. An extended investigation was performed. Visual inspection was performed on the on the returned sensor puck and printed circuit board assembly (pcba), no issue was observed. The device history record (DHR) for the libre sensor was reviewed. All results were within specification. The puck's data was extracted and examined for potential sensor data corruption or irregularities in glucose readings and no anomaly was detected. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Source measurement unit (smu) test was performed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. The current was applied to the sensor to perform accuracy testing and all results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The reported field event of glucose low sensor readings was not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified high glucose reading by adc sensor scan compared to a competitor brand meter blood glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, customer experienced symptoms described as "cloudy" and was unable to self-treat due to symptoms. The customer had contact with both a non-healthcare professional (non-hcp) and a healthcare professional (hcp) who obtained an unspecified blood glucose result on an hcp meter and provided intravenous glucose as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified high glucose reading by adc sensor scan compared to a competitor brand meter blood glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, customer experienced symptoms described as "cloudy" and was unable to self-treat due to symptoms. The customer had contact with both a non-healthcare professional (non-hcp) and a healthcare professional (hcp) who obtained an unspecified blood glucose result on an hcp meter and provided intravenous glucose as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.